Event description:
It was reported that during a laparoscopic adjustable band procedure, the balloon leaked. A new band was pulled and used to complete the implant. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.